Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non heath professional reported that following an intraocular lens (iol) implant procedure, the patient feels like looking through saran paper. The lens was explanted in a secondary procedure after 9 months of initial implantation. The clinical reason for the explant was dissatisfaction with presbyopia iol. Additional information has been requested.